Event description:
Received letter from attorney alleging his client was injured entering backstage deli (B)(6) on (B)(6) 2014.

Manufacturer narrative:
According to reports received, the consumer was using a walker and went to sit on scooter and missed the scooter. This was not a product issue.

Event description:
Received letter from attorney alleging his client was injured entering (B)(6) on (B)(6) 2014.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available. A follow-up report will then be submitted.